Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous lesion in the right ventricular branch. An ht balanced middle weight (bmw) universal ii guide wire (gw) was advanced but could not reach the target lesion due to an interaction with a previously implanted stent. During removal, resistance was met with the implanted stent as well. There was no adverse patient effect and no clinically significant delay in the procedure. The procedure was completed without treatment. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and difficult to remove appear to be related to the operational context of the procedure, as it is likely the device interacted with the previously implanted stent during advancement and removal, resulting in the reported failure to advance and the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.